Event description:
In 2000 (exact date uknown), patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At twelve months post-op, patient presented with 5 mm conjuctival melt over ocu-guard wrap; patient underwent intervention with fascia graft. Patient post-op status; patient retained orbital implant.